Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image, white residues inside the air/water supply channel and auxiliary water flow channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the ¿no image¿ issue was traced to a component failure, while the white residue observed in the air/water supply channel and auxiliary water flow channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.